Manufacturer narrative:
Other text: device evaluation: no product sample was received; therefore, visual and functional testing could not be performed. The reported issue could not be confirmed. A review of the device history record (DHR) shows there were no observations or nonconformities recorded during manufacture to suggest an issue of this nature would occur with this lot of products. If the product is returned, the manufacturer will reopen this complaint for further investigation.

Event description:
It was reported that the endotracheal intubation air bag had a leakage and the air bag pressure was insufficient; this caused the ventilator to have a low volume. The endotracheal intubation tube was replaced.